Event description:
During a liver transplant, several bolues were used, and max rate was also used. App. 3 hrs into procedure, the injection port above the reservoir became disconnected spraying blood product and crystalloid on to the unit. The unit was cleaned and leak was fixed. No problem with unit for the next 3 hrs. A total pumping time of app. 6 hrs and 16,000 ml of fluids had been infused. Suddenly, the unit exhibited the 'pump fault' alarm and stopped pumping. The unit was turned off and on without success. A pump from other manufacturer replaced the fms2000 without incident. The anesthesia technician found a piece of rocker (with pump roller) loosened and fell from the pump head.